Event description:
It was reported the patient experienced a loss of therapeutic effect and a loss of stimulation. The patient experienced less than 50% relief and the lead was replaced. The implantable neurostimulator was also replaced, but there was no product issue alleged against it. Reprogramming was noted as well. Ten days later, it was reported that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v508214, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).